Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (model: ped-450-25, lot: b013806) found that the pushwire was extending ~53.3 cm from rebar hub and ~0.2 cm from distal tip. The pipeline flex device was then removed from the rebar-27 catheter. No bends or kinks were found with the pipeline pushwire. The distal hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be intact. The tip coil was found to be damaged. The proximal and distal braid ends were found to be collapsed with what appeared to be blood residue on the distal end of braid. No other damages or anomalies were found with the device. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open proximal¿ was confirmed as the pipeline flex braid proximal and distal ends were found to be collapsed. Possible causes could be vessel tortuosity or re-sheathing the device more than the recommended two times. H6: method code updated to b01. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that failed to open at the proximal end. The patient was undergoing a flow diversion implant procedure to treat an unruptured saccular aneurysm of an internal carotid artery c6 segment. The aneurysm max diameter was 20mm and the neck diameter was 10mm. The distal landing zone was 4.5mm and the proximal landing zone was 3.5mm. Vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared according to the instructions for use (IFU). During delivery, the pipeline distal end opened successfully. However, the proximal end of the pipeline was flattened. Less than 50% of the pipeline was deployed when it failed to open. The device was resheathed more than 2 times but no other devices or additional steps were tried to open the pipeline. The pipeline was not positioned in a bed. The pipeline was ultimately resheathed and removed with the microcatheter. Two other pipelines were implanted to successfully complete the procedure. There was no harm or injury to the patient. Post-procedure angiography showed 2 of the same size pipeline were implanted with proper results.